Event description:
It was reported by repair work order that the ground path was compromised as the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.